Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the atrial fibrillation procedure versacross connect access solution for faradrive kit was selected for use. It has been mentioned that box was broken (sheath packaging damaged). Second sheath wire produced error code on baylis so new kit needed to be opened. The procedure was completed successfully by using alternative device. No patient complications have been reported. The product is not expected to be returned as it has been contaminated.